Event description:
According to reporter, the pilot failed, cuff did not deflate, and pt. Was extubated with the balloon up.

Manufacturer narrative:
3/25/1998: investigation results: the device in question was not returned and no lot number was given. Historically, the most common cause for the inability to deflate a cuff is syringe/valve incompatibility; if the syringe does not engage into the valve deep enough to depress the closure mechansim, inflation and deflation is difficult or impossible. During inflation, the pressure of the injected air may push this mechanism open sufficiently so that air can be injected; during deflation a vacuum is drawn further forcing the mechanism closed allowing no air to escape from the cuff. One solution is to try another syringe. It is unknown what the user meant by "failure of the pilot", but the cutting of the tail could allow the air in the cuff to escape so that the cuff is not inflated during extubation. Based on the info available, there is no evidence to suggest that a mfg error has occurred and it can only be speculated that there is a syringe/valve mating issue.